Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, while using the device in an end-to-end anastomosis, on the third firing, the handle became so stiff that the it could not be squeezed. It was squeezed to the end, after the jaws were opened, the stapling could only perform in the middle. A staple that was not formed in the distal direction remained in the tissue and reload part. A hard feeling was not felt especially in the middle of the firing. The procedure was completed with another device. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue and there was tissue damage. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the first loading unit noted that it was partially fired. Staple pushers were visible at the 1cm cut line indicating the point where the handle compression had stopped. The second loading unit was received with a full complement of staples. Functional testing of the loading units found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed condition was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this medtronic, inc. If information is provided in the future, a supplemental report will be issued.